Event description:
During review of the in-house programming/diagnostic history database, high impedance was identified to have been detected on system diagnostics on (B)(6) 2013. The device was programmed off on (B)(6) 2013. No known relevant surgical intervention has been performed.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.